Manufacturer narrative:
(B)(4). The device history review for the product the product weckvista access balloon port 10mmx70mm, lot #73f1600379 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon burst and the plastic ring to block the foam pad broke. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 410944 weckvista access balloon port 10mmx70mm for investigation. The returned port was visually examined with and without magnification. Visual examination of the returned port revealed that the ring clamp appeared broken. There was a crack in the ring clamp that has almost caused the ring clamp to split in two. The rest of the returned device appears typical. All valves appear typical. No tears were present in the balloon material. The returned device appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4). A functional inspection was performed by attempting to inflate the balloon. A lab inventory 20 ml syringe was filled to the 10 ml marker with air. The syringe was then connected to the check valve of the port and using hand pressure, the air was injected. The balloon immediately inflated. No leaks were detected. The syringe was then connected to the check valve and the balloon was deflated. No functional issues were found with the device. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. Other remarks: informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the type of damage observed on the device suggested that operational context caused or contributed to this event. The reported complaint of "plastic ring breaks" was confirmed based upon the sample received. The ring clamp was cracked and almost split into two pieces. It is unknown how the clamp became damaged. No functional issues were found with the returned device. The balloon was able to inflate and deflate properly. A device history record review was performed with no relevant findings. Based upon the damage observed and the time of discovery, operational context caused or contributed to this event.

Event description:
The balloon burst and the plastic ring to block the foam pad broke. The patient's condition was reported as fine.